Manufacturer narrative:
Batch review performed on 07/13/2015: lot 114070: (B)(4) stems manufactured and released on 01/19/2012. No anomalies found related to the problem. To date, (B)(4) stems of the lot have been already sold without any similar reported issue. On 06/26/2015 (B)(4) made the following comment based on the x-ray analysis: after 3 years, this stem presents very homogenous radiolucent lines all along. It displays some integration at the very distal tip, with cortical thickening probably consequent to distal load transfer, but then the situation degenerated and the stem became definitely loose. No root cause is easily identifiable: there is a trace of medial osteolysis, but the cause remains uncertain. The devices look correctly implanted, on both sides. On 07/17/2015 (B)(4) analysed the returned stem with the following comment: observing the explanted femoral stem, presence of ha coating can be noticed in the proximal part of the prosthesis, while, the ha coating is not present in the distal part of the stem. No conclusion can be determined by the visual inspection.

Event description:
(B)(4).